Event description:
The rotator broke during contrast injection. No harm or injury reported. The customer reported 3 defective but could not provide any specific info or clinical details for the additional events. Therefore this single form FDA 3500a report will be filed.

Manufacturer narrative:
The device eval has not been completed. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval has been completed. Eval: method: device history record was reviewed. Conclusions: a f/u report will be submitted when the device eval has been completed.